Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the provided image was consistent with the reported complaint of instrument breakage. This complaint is being reported based on the following conclusion: it was alleged that the maryland bipolar forceps instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragments were retrieved during the same procedure. At this time it is unknown what caused the breakage to occur

Event description:
It was reported that during da vinci assisted surgical procedure, fragments from the shaft of the maryland bipolar forceps instrument fell inside the patient. Four pieces were retrieved from the patient during the same procedure. The procedure was completed with no other issues reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were retrieved using a laparoscopic instrument and confirmed by looking in the abdomen and watching the procedure video to confirm that all of the fragments were retrieved. The instrument was inspected prior to use and no issue was noted. There was no injury to the patient.

Manufacturer narrative:
Review of image that the customer provided shows the instrument¿s proximal clevis was dislodged from its normal position on the main tube and the image with the fragments does look like it possibly came off the main tube, failure analysis investigation of the maryland bipolar forceps (mbf) returned for the reported incident did not confirm the customer reported complaint. The mbf returned for investigation had no visible damage to the main tube. There is a possibility that the customer returned the incorrect mbf instrument as it is unlikely that the customer would have been able to replace the proximal clevis back on the main tube since the cables would have been tight making it difficult. After further review, it was confirmed that no fragments or missing pieces were found on the maryland bipolar forceps returned. According to the procedure log, there appear to have been 2 maryland bipolar forceps used in this procedure. Perhaps the wrong instrument was returned. Isi made multiple follow-up attempts to confirm if correct mbf instrument was returned; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a frayed pitch cable at the distal end. Common causes of the failure mode frayed - distal instrument pitch cables are attributed to component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which maybe the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation related to customer reported complaint: the cables were loosened during inspection process to get a better view of frayed cables. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
Refer to h10/h11 for follow-up information.